Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the device (neurostimulator) had worked its way out of the location where it is supposed to be, and was near the skin and it was very painful. Patient said that it had been like this for a few years and it continues to get worse. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient said that their physician was no longer in practice and they had been trying to find another physician to either remove the system or to fix it however said they hadn't been able to find anyone that was willing to perform the procedure. Patient mentioned that they had to turn the device off for an MRI probably 5 years ago and they never turned it back on. Agent asked the patient if they no longer need the therapy and patient said no, they were not when they had it put in, patient clarified that patient received implant because at the time had symptoms and the therapy helped however it seems like it was not needed anymore. The last time the pa tient consulted with someone was earlier this year and it was a gastroenterologist, however patient confirmed they had received implant for bladder. Patient services sent physician listings.